Event description:
The hospital reported that during preparation for multiple coronary artery bypass graft surgeries, seven heartstring seals cracked while loading the leals into the delivery tube. Replacement units were used to complete the procedures. No patient complications were reported by the hospital. The hospital did not provide the # or procedures or the date of occurrences.